Event description:
A high blood glucose alert was reported by the customer, specifically alert 14 related to filling tubing. The customer's blood glucose level was recorded as "high." In response, the customer administered a corrective injection using multiple daily injections (mdi). Tandem technical support provided education on the alert's meaning and advised the customer to ensure the pump's screen was off before storage to avoid accidental interactions.